Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial with clear surgical residue/ debris on the product. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of -14.5 diopter in the patient's right eye (od) on (B)(6) 2018. The lens was exchanged for a longer lens on (B)(6) 2018 due to low vault and lens rotation. The problem was resolved. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -14.50 diopter, in the patient's right eye (od), on (B)(6) 2018. On (B)(6) 2018, the lens was noted to have low vaulting, with lens rotation. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.